Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 75% stenosed target lesion was located at the moderately tortuous and mildly calcified distal right coronary artery (rca). A 10/2.75 flextome¿ cutting balloon¿ was advance to the target lesion with no difficulties. However, during inflation, the physician felt uncomfortable with the indeflator during the first inflation at 4 atm. The device was removed from the patient and was noted to be ruptured. The procedure was completed with a non bsc device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A balloon pinhole was identified towards the midsection of the balloon. The blades and tip section of the device were visually and microscopically examined and no issues were noted that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 75% stenosed target lesion was located at the moderately tortuous and mildly calcified distal right coronary artery (rca). A 10/2.75 flextome¿ cutting balloon¿ was advance to the target lesion with no difficulties. However, during inflation, the physician felt uncomfortable with the indeflator during the first inflation at 4 atm. The device was removed from the patient and was noted to be ruptured. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.